Event description:
Related manufacturer reference number:3006705815-2024-01242. It was reported that the patient was experiencing auto reducing from their thoracic system and programming was unable to resolve the issue as the impedances were high in both leads. As such surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024, where both the thoracis leads were explanted and replaced with a single thoracic lead. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.